Event description:
A customer reported a malfunction on their pump, indicated by a malfunction code, which was resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which the customer understood.